Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. . Blocks h3 & h6: the intrasight touchscreen monitor was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the intrasight touchscreen monitor was cracked with sharp edges observed. There was no patient present and no user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor has sharp edges that can result in a potential for harm.

Event description:
This product problem is no longer reportable because no sharp edges were observed during the returned product evaluation.

Manufacturer narrative:
Block b5: based on the device evaluation, this event has been determined as no longer reportable. Blocks d9 & h3: the mm-tsm touchscreen monitor was returned for evaluation. Block h3: visual inspection found a cracked screen with missing screen material. However, no sharp edges were exposed as determined by a glove test. Therefore, medical device problem code is corrected from imdrf #a051102- sharp edges to imdrf #a0404-cracked. Block h6: the probable cause of the cracked screen is likely damage from use. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.